Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, multiple times no insulin was seen exiting the infusion set needle while the customer was going through the load process. Multiple supply changes were performed to resolve the issue. Customer's blood glucose was 237 mg/dl.